Event description:
It was reported that while an inexperienced surgical technician was attempting to insert the wrong provisional into the construct, the provisional fractured. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (04) - provisional bottom. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. The root cause for the reported event is attributed to use error as the device was reportedly used incorrectly with excessive force. The surgical technique instructs that gentle manual pressure should be applied without impacting the construct with either a mallet or hand. As the device was inserted with excessive force during the procedure and resulted in fracture, the root cause is attributed to user error/off label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.